Manufacturer narrative:
Evaluated 1 opened/used reservoir. Perform pre-fill reservoir. Also, inspected reservoir's o-rings/stopper groove for anomalies and none were found. Also, ran basal, bolus leaking test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Conclusion: reservoir had no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 300 mg/dl to 400 mg/dl. Blood glucose level at the time of the call was 367 mg/dl. The customer also reported that there were air bubbles in the tubing and in the reservoir. Customer was assisted with troubleshooting. The customer was unable to remove the air bubbles and was instructed to change the infusion set. The reservoir will be returned for analysis. The insulin pump was not returned for analysis.